Event description:
Physician reported a right side rupture diagnosed by ultrasound. Treatment: capsulectomy. Device has been explanted.

Manufacturer narrative:
(Patient's year of birth): (B)(6). (Phone number): (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a right side rupture diagnosed by ultrasound. Treatment: capsulectomy. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.